Event description:
Patient representative reported right side "patient felt a lump in the right axilla, breast cancer was suspected," "capsular contracture (baker grade not provided) confirmed via mammography," "3,3 cm axillary lymph node on the right, possible silicone leakage," "palpable smooth elastic resistance at 10 o'clock with a size of 10 x 10 cm. A moveable, significantly enlarged lymph node in the right axillary area was also palpable" confirmed via MRI, "rupture right with silicone drain in the right axilla," "moderate calcification," and ¿punch biopsies of the right axilla with lymph node portions with histiocytic and giant cell lymphadenitis with foreign body reaction." The device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of granuloma, lymphadenopathy, silicone migration, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "patient felt a lump in the right axilla, breast cancer was suspected," "capsular contracture (baker grade not provided) confirmed via mammography," "3,3 cm axillary lymph node on the right, possible silicone leakage," "palpable smooth elastic resistance at 10 o'clock with a size of 10 x 10 cm. A moveable, significantly enlarged lymph node in the right axillary area was also palpable" confirmed via MRI, "rupture right with silicone drain in the right axilla."